Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened all the buttons dome switch. The insulin pump had normal operating currents. No unexpected off/no power, low battery, frozen screen, unexpected numbers scrolling or failed battery test alarms noted. The insulin pump had cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump had some unresponsive buttons after having had the battery out of the device for a while. The issue started 5 days prior to the call. The blood glucose reading was 240 mg/dl, which was high for her, but she had not been wearing the device. The customer stated that she was trying to enter the carbohydrates when the display began scrolling up. She attempted to bolus but was unable to get the act button to respond, although the buttons did respond when she set the time. She also noted that the insulin pump received a bad battery alert; she declined troubleshooting for this issue. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.